Event description:
Arjohuntleigh received a complaint where it was indicated that during the patient transfer from the bed to the chair the resident slipped out the front of the sling. Ref MFR # 3007420694-2013-00068.